Event description:
Additional information received reported that the system was removed but not replaced. The issue was not due to a migration and many reprogrammings were attempted since implant but were not effective. The effect lessened over time. The patient was not a candidate for revision.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins), model 37712, (B)(4), determined end of service (eos) occurred due to 3 overdischarges. Good stable output was obtained, after resetting the bit, on all electrodes referenced to one electrode. According to the trace report obtained from the ins, the total recharge count was 67. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device was recharged for 1 hour and the battery charged from 3.69 to 3.83 volts. The average duration of the last 4 patient recharge sessions was 25.4 minutes with the longest at 1 hour and 1 minute. The maximum voltage was 3.995 volts. Analysis of lead model 377860, lot # v309557004, determined the lead was segmented (suspected explant damage) but had no significant anomalies. The continuity was acceptable and there were no shorts between circuits. Analysis of accessory plug model 3550-29, lot # unknown, determined no anomaly was found. (B)(4).

Event description:
It was reported that the patient had a third overdischarge. On (B)(6) 2011, the battery had been charged to 100%. By the next day, the battery had been depleted. The patient was seen by the company representative and had the overdischarge and por cleared. On (B)(6) 2011, devices were returned to the company with no further information.

Manufacturer narrative:
(B)(4).